Event description:
The customer reported that the system displayed multiple errors and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced. The system software, node and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.